Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when attempting to retract the electrode into the inner sheath, it got caught on the edge and became stuck. The operator was forced to withdraw the entire instrument with the electrode scraping against the urethra. Consequently, a catheter had to be installed in the patient.